Event description:
It was reported that during a surgical procedure at the user facility, the device ran-on. No adverse consequences, medical intervention, or clinically significant surgical delay were reported.